Manufacturer narrative:
Analysis found an internal insulation abrasion at 50-56 cm from the connector pin. Both rv and is-1 proximal cables were ou\t of their lumen; however, the etfe insulation of the cables was not abraded. Another abrasion was found at 57.8 cm from the connector. One of the is-1 proximal cables was separated and its etfe insulation was stretched. The lead exhibited normal electriical characteristics and impedance.

Event description:
It was reported that possible oversensing was observed. An x-ray showed possible lead damage. The lead was replaced.